Event description:
It was reported to philips that the flexvision monitor was not showing images on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System verified as working; no specific fix applied. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).